Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 110 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with normal operating currents. No unexpected weak battery test alarm was noted. The pump passed the off no power test. The pump had intermittent button response due to corroded keypad traces. No button error alarms or unexpected rewind anomalies noted. A few boluses were delivered, and no unexpected low reservoir alerts noted. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.